Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead could not be implanted. The physician made several attempts to implant the rv lead but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The lead was returned due to unable to implant. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.